Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Intuitive followed up and obtained additional information. Damage was observed on the portion of the device that enters the patient (distal end). Instrument did not have any material that was detached or missing from the portion of the device that enters the patient's body. There was no fragment that fell inside the patient anatomy. Instrument is available for return.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace with an alleged issue to perform failure analysis. The harmonic ace has been returned and evaluated by the failure analysis. Failure analysis found the primary failure of broken inner tube to be related to the customer reported complaint. The harmonic ace instrument was found to have a broken inner tube at both ears to the clamp arm. As a result, the clamp arm was dislodged and loose from the inner tube ears. The inner tube is broken and there may be missing material, but the size of the missing pieces cannot be confirmed. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure. Image review: review of the provided image is consistent with the tip issue. Root cause of the failure mode cannot be confirmed without the returned device.